Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. The health care professional (hcp) called technical services (ts) and inquired if the pacemaker system was magnetic resonance imaging (MRI) conditional. Ts reported that due to the rv lead high out of range pacing impedances, the system would be considered to be non-MRI conditional and the MRI scan would be an off-label scan. Ts recommended that the rv lead be further evaluated and tested to confirm lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.